Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced when filling a cartridge. Additionally, the customer received a minimum fill notification. Customer's blood glucose was 277 mg/dl. Reportedly, a new cartridge was loaded successfully and insulin delivery was resumed.